Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and an inappropriate shock. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.